Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while attempting to acquire percutaneous transluminal access via seldinger technique, when the introducer hub detached. Vascular access with the 7f introducer sheath was attempted through the patient's right radial artery over an .021 access wire. The physician was attempting to remove both the introducer, and the introducer access wire together from the introducer sheath, when the hub detached leaving the remaining introducer within the sheath. The remaining introducer was removed by the physician. A new access sheath was place and the procedure successfully completed with no additional consequences to the patient.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and one exception documents were found. Corrective actions are in process.